Event description:
The complainant alleged that the medics had responded to call for a patient who had no pulse and was not breathing. The medics defibrillated the pt successfully, however after the device discharged it shut down. The medics were able to obtain another device and defibrillated the pt an additional six times. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.